Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a crack was identified in an optiflux dialyzer that was used for a patient¿s hemodialysis (hd) treatment. The crack was located near the top of the dialyzer below the rim. The issue was identified upon initiation of treatment. Treatment was immediately stopped and the decision was made not to return the patient's blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that a crack was identified in an optiflux dialyzer that was used for a patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up by the rn and patient care technician (pct) who setup treatment. The crack was located near the top of the dialyzer below the rim. The pct stated the blood leak was internal and could be visually observed mixing with the dialysate in the outer chamber of the dialyzer. The pct confirmed that they were able to identify the blood leak and pause treatment before the machine, a 2008t machine, could alarm. The decision was made not to return the patient's blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. A photograph was provided of a dialyzer connected to a machine where a blood leak is visible. The blood was noted as a thin stream of blood running vertically down the inside of the dialyzer, on the outside of the fibers; this is a known characteristic of a fiber leak. No other damage or irregularities were noted. The leak is confirmed based off the provided photograph containing to a potted fiber fragment. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.